Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User reported that while trying to apply the insulin set, they had trouble getting the device to adhere to their skin. As the user attempted to apply the device, they experienced an elevation in blood glucose levels. The patient's blood glucose is typically around 140mg/dl, but rose to 200. No further adverse effects to patient reported.